Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was confirmed to have migrated since implant via x-ray. The patient was noted to have gained approximately 30 kilograms since implant. The system was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in the post mark laboratory the reported observations were unable to be confirmed. Per labeling, this is a known inherent risk of the device. This electrode passed all returned product testing and was determined to have met specification.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was confirmed to have migrated since implant via x-ray. The patient was noted to have gained approximately 30 kilograms since implant. The system was then explanted and replaced. No additional adverse patient effects were reported.